Event description:
Additional information was received that this patient who participates in endurance sports became lightheaded during a run. The following clinic had the patient perform a treadmill test and the accelerometer was turned off and the minute ventilation feature remained on. The health care professional (hcp) sent in some episodes for boston scientific technical services (ts) to review. Per ts review, the device is functioning as programmed, however, due to the sensor driven pacing there is some functional undersensing of the patient's intrinsic rhythm which creates some overpacing to occur. Programming options were discussed and the hcp was going to consider them. No injury into the patient was noted. The device system remains in service.

Event description:
Boston scientific received information that the patient who has this pacemaker is very active and is a runner. Upon review of the activity sensor trending information, the patient gets to maximum sensor rate pacing faster than the health care professional (hcp) would expect. The patient noted that they can feel the change in heart rate, but overall, feels good. Boston scientific technical services (ts) discussed with the hcp troubleshooting and programming options, and changes were made to the minute ventilation sensor feature of the device to make it less aggressive. Additional information was received that at a subsequent follow-up not enough rate responsiveness to activity was noted. Ts again reviewed programming options for the patient and this was going to reviewed with the physician. No additional information was obtained, and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.